Event description:
It was reported that the patient presented for the generator change procedure. Before the procedure, it was observed that the atrial lead had dislodged. The atrial lead was explanted and replaced. The patient was stable throughout.